Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis voluntary MDR/medwatch report number mw5169631.

Event description:
A voluntary MDR/medwatch report was received on 05/08/2025. It was reported that a g7 wearable failure occurred. A report was submitted via maude indicating that a pediatric patient experienced a hyperglycemic event following four wearable failures. This report specifically captures the event that resulted in the patient being taken to the emergency room. On or around (B)(6) 2024, the patient was brought to the hospital by a parent due to the onset of diabetic ketoacidosis (dka). At the time of the event, no dexcom sensor was successfully connected to the insulin pump. No information was provided regarding the treatment administered, and no reporter contact details were available to enable follow-up. As a result, due diligence was not attempted. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.